Event description:
It was reported that the patient went to the hospital due to the lead integrity alert triggering. The ventricular lead showed noise. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed sensing - interference/noise, ventricular short interval count v-sic=18.9 counts average/day, in 5.66 days between (B)(6) 2012 and (B)(6) 2012. Save to disk review showed a lead integrity alert triggered and two patient alerts for a lead failure predictor occurred on (B)(6) 2012 and (B)(6) 2012. Evaluation summary: (B)(4) the full lead was returned, analyzed and revealed outer insulation bilumen tubing voids. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, there was an exposed defibrillation coil with white substance on it, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.